Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis was not implanted during the surgery as the old device was difficult to remove and the surgeon determined that it was not the right time to place a new device. Boston scientific has been unable to obtain additional information regarding the circumstances.